Manufacturer narrative:
Philips investigated this complaint. The clinical team removed the detached cover and thereafter the procedure was completed successfully. Philips checked the system on site and confirmed that the safety chain used to prevent the c-arm cover from falling was intact. The cover was reattached and the system was returned to use in good working order. Since then, the issue has not reoccurred. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during a cardiac intervention procedure the c-arm rotational cover fell. No patient or user harm has been reported to philips. Philips has started an investigation for this complaint.